Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 05/25/2016 for investigation. Investigation results as follows: device history record (DHR) was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). A visual inspection of the returned autopulse platform was performed and no visual damage was observed. A review of the platform archive log showed multiple error messages of user advisory (ua) 45 (not at "home" position after power-on/restart) and ua 18 (max take-up revolution exceeded). The archive revealed that when ua 18 appeared, there was no patient or mannequin on the autopulse platform when compressions began. The platform passed functional testing. In summary, the customer's reported complaint of the autopulse platform displaying a ua 18 was confirmed. No faults were found during investigation when the device was performing compressions on a test mannequin for 15 minutes. When there is no patient or mannequin on the platform when compressions begin, the device will present a ua 18 error message. This is a normal anticipated alert. Additional work completed not related to the reported complaint to ensure that the autopulse platform is functioning without issue by replacing the clutch plate. The platform passed all final testing criteria.

Event description:
On 5/18/2016, it was reported that an autopulse platform (serial number (B)(4)) displayed a user advisory 18 (max take-up revolution exceeded) error message with the lifeband fully extended. The reported issue was observed during shift check.